Event description:
I used honey pot brand organic cotton regular pads with wings. As soon as I put it on, I felt a strange tingling feeling in my vulva, that then worsened to a painful burning feeling. I finally had to remove the pad and wash the area with water before the burning sensation began to abate. On further investigation, I saw that the pads contain "essential oils", and an internet search showed that many users had experienced vulvar pain and burning after using these products. For menstrual bleeding.